Manufacturer narrative:
(B)(4). With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include anticoagulation therapy, patient's past medical history. Gi bleeding/av malformations are primarily mitigated by medical management of anticoagulants and anti-platelet drugs. The development of gi bleeding/av malformations is thought to be partially related to the continuous, nonpulsatile flow, age and anticoagulant therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads.  The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database that this patient was admitted to hospital with a ten day history of melena. A capsule endoscopy revealed scattered small arteriovenous malformations (avms) in the mid ileum. The patient was treated using an invasive procedure since the avm's were too small for ir embolization. The medical team determined to manage the patient's condition through consist of maintenance of international normalized ratio (inr) values. The condition was considered resolved and the patient was later discharged.